Manufacturer narrative:
Received customer picture which shows a greiner tube and a competitor tube. No samples of 454209/b220634a were provided. Therefore, this portion of the complaint cannot be determined. Received 14pc of 454029/b221133n for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
Customer states tubes don't suction well. The suction stops when the tube is about halfway filled. Customer has used both a butterfly and a straight needle ("mckessen's brand"). When the needle (either butterfly or straight needle) was taken out of the arm blood was coming out of the needle and made a mess. Customer has tried a new lot "2200111" of greiner tubes with the same results (lot number provided is not a legitimate greiner lot). Customer advises that phlebotomists secure the tube to avoid kickback; and no discard tube is used when a butterfly is in use. Customer also states tubes look slightly different from the "old tube". Customer went through a similar change in design with their tiger top tubes, so they assumed it was only a change in design only.

Manufacturer narrative:
Complaint (B)(4). No date of the event could be obtained from the customer. Samples and photos were only recently received and the evaluation is still in process. As soon as the investigation is completed, a supplemental report will be filed.